Event description:
The surgeon reports performing cataract surgery with attempted implantation of the silicone (B)(4) intraocular lens using the ez-28 delivery device system. During lens implantation, the surgeon noticed the haptic was bent. Intervention was performed in order to enlarge the incision and remove the lens. Additional information has been requested. Reference MDR #1119279-2010-000116.

Manufacturer narrative:
(B)(4).